Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2009 and mesh was used. The patient experienced a mesh erosion. The patient underwent revisions on (B)(6) 2010. The mesh was explanted on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Two small pieces of degraded mesh were returned. No conclusion can be drawn as no evaluation can be performed.